Event description:
It was reported that the patient presented for a device exchange procedure. Prior to procedure, it was noted that the pacemaker exhibited r-wave amplitude variation. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: please retract this report 2017865-2022-16384.

Manufacturer narrative:
Correction: the correct h3 information should have been 'device evaluation anticipated, but not yet begun' , rather than 'not returned to manufacturer'.

Manufacturer narrative:
Correction: upon review the pulse generator, manufacturer report 2017865-2022-16384, should not have been submitted as a medical device report (MDR) as there was no allegation of malfunction on the device.